Event description:
Update: this adverse event is related to aag xc 100033278. Involved components: nn520 - columbus ps glid.surf.w/scrw.t2/2+ 10mm - lot 52027651. Nn165z - as columbus ps femoral comp.cemented f5l -lot 51849604. Nn497z - as columbus ps fixation screw h10/12mm - lot 51914141.

Manufacturer narrative:
Additional information: b5 - involved components added and xc number, d9 - product return date, d10 - involved components.

Event description:
Involved components: nn520 - columbus ps glid. Surf. W/scrw. T2/2+ 10mm - lot: 52027651. Nn165z - as columbus ps femoral comp. Cemented f5l -lot: 51849604. Nn497z - as columbus ps fixation screw h10/12mm - lot: 51914141.

Manufacturer narrative:
Additional information: h3: device evaluated, h6: codes updated. Investigation results: visual investigation: the tibial component is broken. The tibia plateau has fractured in two pieces at the medial ventral side. No bone cement residues can be found on the bottom side. The fracture surface does not exhibit any material defects like blowholes for example or hints regarding a spontaneous fracture. Based on the visible fissures and arrest line on the fracture surfaces, the fracture is probably a fatigue fracture with a rest forced fracture. The meniscal components show also clear visible damages in the area of the medial ventral side. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: in the light of the small amount of information received it is not possible to determine a definitive root cause for the failure. There are no hints for a material or manufacturing problem. According to the quality standard and DHR files a material defect and production error was not found. The provided x-ray figures give also no clear hints regarding the root cause for tibial component breakage. It could be possible that the breakage occurred due to a loosening of the tibia bone material at the medial side. This led to an overload situation for a longer period and finally results in a fatigue fracture of the tibia plateau. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nn073z - as columbus cr/ps tib.plat.cemented t2. According to the complaint description, the patient with the columbus as implant complained about pain. A revision surgery was necessary. During the revision surgery the surgeon noticed that the tibial plateau was broken. The primary prosthesis was explanted and subsequently the enduro was implanted. A revision surgery was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference:(B)(4).